Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached elective replacement indicator (eri) status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device's shock charging circuitry resulted in the lengthened charge times that triggered elective replacement indicator (eri) note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed seven years remaining longevity. However, during the recent device check, the device reached elective replacement indicator (eri). Analysis showed, the device appeared to be malfunctioning in a manner consistent with a defect of the internal high voltage capacitors. Internal shorting of the capacitors can result in extended charge times and potentially the inability to deliver therapy. The crt-d was explanted. No additional adverse patient effects were reported.